Event description:
It was reported that this device exhibited a prematurely depleting battery. The physician elected to surgically explant and replace the device to resolve the event and no additional adverse patient effects were reported. The device is currently retained at the healthcare facility and is not expected to be returned for analysis.